Manufacturer narrative:
Investigation: customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8225893. Customer states that when pressed the thumb press to set the stopper at 0 scale, foreign liquid came out. All returned syringes were examined and no foreign matter was observed in any of the samples. Also, no liquid came out of the cannula when fully depressing the plunger rod on any of the returned samples. A review of the device history record was completed for batch # 8225893 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when pressing the thumb press to set the stopper at zero on the scale a foreign matter of liquid cam out of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: before use, when pressed the thumb press to set the stopper at 0 scale, foreign liquid came out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe when pressing the thumb press to set the stopper at zero on the scale a foreign matter of liquid cam out of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: before use, when pressed the thumb press to set the stopper at 0 scale, foreign liquid came out.